Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated her blood glucose values had been running consistently high. On (B)(6) 2022 at 10:40 am the patient was at church and observed that her cgm value was decreasing. She stated that her bg level can drop precipitously. The cgm value was 114 mg/dl so she self-treated with glucose (unspecified form) to prevent it from dropping further. (No bg finger stick value was specified). The patient was using a new insulin pump, and she expected the values to gradually increase. At 4:00 pm the cgm value was 189 mg/dl. During the night it was over 300 mg/dl. On (B)(6) 2022 at around 8:00 am she went to the emergency room (ER). The nurse found the bg finger stick value was high. Specific bg finger stick and cgm values were not provided for the ER visit. She reported no other symptoms. She was treated with insulin (novalog 5 units) and a bag of IV saline. The patient¿s bg level was not tested prior to discharge (around 12:30 pm). When she returned home she changed the sensor and the insulin pump tubing. At the time of the report the cgm values were decreasing. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated her blood glucose values had been running consistently high. She recently started using a tandem t:slimx2 insulin pump with control-iq. She stated that her bg level can drop precipitously because of her insulin basal rate. The cgm value was 114 mg/dl so she self-treated with glucose (gel) to prevent it from dropping further. She did not compare cgm values with her glucometer. At 4:00 pm the cgm value was 189 mg/dl. During the night it was over 300 mg/dl and it had alarmed several times (unspecified alarms). In the early morning she thought the sensor was not accurate, and at the time of follow up contact on (B)(6) 2022, she did not remember if she had any symptoms or checked the bg using her glucometer before leaving for the hospital. Her husband took her to the emergenc room (ER) around 6:00 am. She removed the sensor and her insulin pump at the hospital (no cgm values specified). Blood was drawn, and an IV was started. She did not remember her bg value but it was high and she was hyperglycemic. She was treated with insulin (novalog 5 units) and a bag of IV saline. Blood was drawn again and the bg level was 290 mg/dl. She remained in the ER for several hours and was discharged home in stable condition. After returning home she inserted a new sensor in her arm and attached new insulin pump tubing. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2022. On (B)(6)2022, the patient experienced inaccurate cgm values. The event occurred two days after sensor insertion in the arm. The patient stated her blood glucose values had been running consistently high. She recently started using a tandem t:slimx2 insulin pump with control-iq. She stated that her bg level can drop precipitously because of her insulin basal rate. The cgm value was 114 mg/dl so she self-treated with glucose (gel) to prevent it from dropping further. She did not compare cgm values with her glucometer. At 4 pm the cgm value was 189 mg/dl. During the night it was over 300 mg/dl and it had alarmed several times (unspecified alarms). In the early morning on (B)(6)2022 she thought the sensor was not accurate, and at the time of the call with dexcom med safety on (B)(6)2022, she did not remember if she had any symptoms or checked the bg using her glucometer before leaving for the hospital. Her husband took her to the emergency room (ER) around 6:00 am. She removed the sensor and her insulin pump at the hospital (no cgm values specified). Blood was drawn, and an IV was started. She did not remember her bg value, but it was high, and she was hyperglycemic. She was treated with insulin (novalog 5 units) and a bag of IV saline. Blood was drawn again, and the bg level was 290 mg/dl. She remained in the ER for several hours and was discharged home in stable condition. After returning home she inserted a new sensor in her arm and attached new insulin pump tubing. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.